Event description:
A doctor reported that approx a month after a glaucoma filtering shunt was implanted, it was noted to be touching the iris. There is no harm to the pt and the shunt remains implanted.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review adn the product was released according to release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).